Event description:
Event description cpi received information that during testing of this endotak transvenous defibrillation lead, a message indicating 'open' was observed with an abnormal increase in lead impedance measurements. An invasive procedure was performed and the shocking portion of this endotak lead was capped and a new sub q patch was implanted.